Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had issues with two infusion set. Reportedly, the patient's infusion set had detached at the quick release (on his skin) when he was about to take a shower. The site location was the on the left/right side of the abdomen and the pump was in left/right pocket. The infusion sets were used for first day (one set) and second day (other set). The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.